Event description:
It was reported that the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. She also states it feels like her ipg may be tilted. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.